Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted surgical procedure, the right vision image had pink color and intermittently flickering, and round are seen in center. The customer already rebooted the system and swapped blue fiber cable. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no error reported in logs. Issue was confirmed in both zero- and 30-degree endoscopes and both vision in touchscreen was good. The customer tried hard power cycle, but the issue persisted. The customer confirmed personality module surgeon console (pmsc) output vision had pink color. Pmva and personality module audio / video (pmav) vision are good. Now status changed to both visions had color issue, after power cycle. The customer converted the procedure to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to start, post anesthesia. It is unknown if the ports were placed or not. The surgeon side console (ssc) vision image was degraded. The reported issue occurred during initial system startup. The procedure was switched to open surgery.

Manufacturer narrative:
Based on the claim against the product by the customer noting right vision image had pink color and intermittently flickering, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the pmsc to resolve the reported issue. Isi did not receive the da vinci product back for failure analysis; therefore, the root cause of the alleged customer reported failure mode has not been determined. The complaint regarding the vision issue in ssc was confirmed during fse investigation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to a vision issue in the ssc.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. The pmsc was installed and tested on the test system. The system started up without any error, with good image on both eyes. Fa ran 150 power cycles with this module, all passed with good picture on both eyes. The pmsc remained on the test system in normal operation over 2 days while testing other boards, the image on the surgeon side console (scc) lost right eye intermittently.

Event description:
Refer to h10/h11 for follow-up information.